Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message during a bolus infusion of normal saline due to the patient being hypertensive in the emergency room (programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.